Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button on the pump was intermittently responding and occasionally sticking resulting in the screens advancing. The patient confirmed that there was no known damage to the keypad. The patient reportedly wore the pump attached to a belt and cleaned the pump with a dry paper towel. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that the contrast and down buttons were intermittently unresponsive and the up and ok buttons responded appropriately. There was evidence of contamination found under all of the contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.